Event description:
It was reported that the patient presented for an implant procedure. During procedure, the leadless pacemaker (lp) acceptable measurements were not found during mapping. The lp was explanted and tissue was found in the helix. The physician selected a new lp to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.